Event description:
Patient presented for treatment with an approximately one year history of abdominal pain. Radiologic exam revealed a possible foreign body in patient's abdomen (retained lap sponge). On november 30, e1992, a surgical sponge was removed frompatient's abdomen in the operating room. Patient had a history of surgery on 10/16/91 at another hospital. Findiongs at surgery: luq abcess surrounding lap with 800cc pus. Antibiotic therapy is in progressdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.